Event description:
It was reported, the patient recently flew over to hawaii and back. Since she got back the patient had ¿just been exhausted¿ to the point where she ¿just didn¿t feel right¿ and was very tired. The patient felt ¿out of it¿ and felt like she was ¿getting too much medication.¿ the symptoms started on 2012 (B)(6).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient (B)(4).